Event description:
Complainant alleged that while attempting to defibrillate a pt, the device failed to discharge via external defibrillator paddles. Complainant indicated that the pt subsequently expired.

Manufacturer narrative:
Zoll medical corp has not received the product for evaluation, and this complaint is still under investigation.